Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Conducted a leak test for the following components and the reported event (leakage of air) was replicated in none of them. No leakage of air was detected in each of the components. Root cause is not established. A device history record could not be completed as no lot number was received.

Event description:
It was reported that a leak check was performed on the device using the anesthesia machine, and there was a leak reaction. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Conducted a leak test for the following components and the reported event (leakage of air) was replicated in none of them. The issue was not confirmed. A device history record could not be completed as no lot number was received.